Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the patient had sacral nerve dysfunction with fecal incontinence as the patient had fallen and bent over and pulled up that dislocated the wire going into the sacral foramen. Per the doctor's note, they needed to replace the entire system and whether they could keep the battery would depend on testing at the time. The about was currently unable to do the procedure due to insurance. The device was interrogated on (B)(6) 2015, and the results were abnormal; the device was tested but it showed no response. The event was ongoing. Indication for use was reported as fecal incontinence and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.